Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was noticed to have breakage between the branches after about 30 minutes of operation time. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There were no patient injury and no fallen fragments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection revealed no signs of physical damage, and no loose wires or cables were observed on the instrument. The instrument articulated as expected during the manual articulation test and was found to be fully functional. No product issues were identified.

Event description:
Refer to h11 for follow-up information.